Manufacturer narrative:
The medical facility returned the impella catheter for analysis. The analysis revealed that the root cause of the hemolysis was ingestion of biomaterial. The biomaterial was wrapped around the impeller and therefore cause of the hemolysis. The failure mode will be monitored and trended.

Event description:
A younger patient with history of being covid+ was admitted with cardiomyopathy and other cardiac comorbidities of chf, hypertension, myocarditis, asthma, and left ventricular thrombosis. When upon admission his ef was noted to be 15% the impella cp was placed for hemodynamic support. The cp was to support him while decisions made for either heart transplant or lvad placement. The patient began to experience signs of hemolysis while on impella support. The urine color was changed and the team attempted to rectify the hemolysis with pump repositioning. When measures failed, the team made choice to remove the impella and replace it with another pump. The second cp pump was placed and his support continued and hemolysis/hematuria was cleared.